Event description:
Customer reported that an unspecified number of low anion gaps and erroneously low sodium results were generated by the unicel dxc 800 synchron sys. The sys was calibrated and quality controls were within spec prior to the event. The results were reported out of the lab. The customer retested the samples and obtained results within expectations. Amended results were then issued for some of the initial results. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. The fse found a kink in the electrolyte reference reagent line. The fse unkinked the line, primed and recalibrated the sys and ran quality controls. Results were within spec. The root cause of the kink in the reference line was not determined. Although this measure may have resolved the problem, a clear root cause of the kink in the line could not be determined; accordingly no conclusion can be drawn. This is one of two separate medwatch reports being submitted as the customer reported an unspecified number of pt events. Reference the medwatch numbers below for all associated events. MDR # 2050012-2011-04537, MDR # 2050012-2011-04538. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.